Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 36-48 hours on the back. Investigation of pod found damage to the cannula. The complaint was originally coded for customer not sure delivering insulin.

Manufacturer narrative:
Inspection of the download data from the received device found that the pod generated an 0x14 occlusion alarm during operation. The 0x14 occlusion alarm stopped pod operation due to a struggle to deliver insulin. During fluid path testing, the external portion of the soft cannula was observed to be torn, preventing fluid from flowing through the complete fluid path. It could not be conclusively determined if this damage contributed to the reported event. No other damages or deficiencies that might contribute to the failure to deliver insulin, timeouts, or an occlusion alarm were observed. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.1 hardware: iphone18.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.